Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that a blood glucose reading greater than 500 mg/dl will display as "hi" on an adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at approx. 8:30pm, she performed a test with her adc glucose meter and got a reading of "hi". Customer immediately self-treated with 16 units of humalog insulin. Customer tested her blood glucose again and obtained readings of 100 mg/dl, 104 mg/dl, and 107 mg/dl at unspecified times. After the last reading, customer experienced symptoms of low blood sugar and called 911 at 10:00 pm. Customer was taken by paramedics to a local hospital, where she was given unspecified intravenous fluids. Her blood glucose was tested and found to be "very low". She reported she was given unspecified "carbohydrates to boost her glucose level". After her glucose level stabilized, customer was discharged to home to rest. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues wer observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory.